Event description:
The complainant reported that after impella placement, weaning from venoarterial extracorporeal membrane oxygenation (va ECMO) could not be performed due to spontaneous bleeding from the patient¿s lung and nose. The device was explanted, and the procedural outcome was the patient expired on support. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
Additional information noted that the procedure outcome was that patient expired due to cardiovascular insufficiency. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
Correction: b2, b5, and h1 was updated with correct information which was reported incorrectly in the initial report.